Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had driven time values or changes incorrect for moving or coasting, too slow or too fast. The customer blood glucose was unknown. The customer also stated that replace battery, insulin flow blocked, and a stuck button alert. The insulin pump will not be returned for analysis